Event description:
During removal of a 14 gauge 2 1/2 inch catheter in the left antecubital vein, the catheter broke off and majority of the catheter remained in the pt's vein. The pt required surgical intervention to remove retained catheter.